Event description:
False positive troponin ultra results were reported on two patient samples. This customer uses a troponin cut off of 0.05 ng/ml. The first sample result was 0.016 ng/ml and it was repeated twice with results of 0.055 ng/ml and 0.058 ng/ml. It was also repeated on another centaur and the results were 0.016 ng/ml. The second sample result was 0.041 ng/ml and it was repeated with a result of 0.082 ng/ml. This sample was also repeated on another centaur and the results were 0.044 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of either of these discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. No further evaluation of the device is required. The instrument is performing within specifications.